Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis. It is unknown if the patient was hospitalized and treatment was not reported. The patient has fully recovered from the peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. The reported condition was not confirmed. The assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If relevant additional information becomes available, a follow up report will be submitted.